Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported left side capsular contracture, baker grade iii, pain, folds, and lump that patient "thought was a nodule but...prosthesis." The events made patient "sad and disappointed" to have to undergo another surgery. Treatment with montelukaste was given. Patient reported testing positive for covid-19 which caused delay in explant. Patient's positive diagnosis in unrelated to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii, pain, folds, and lump that patient "thought was a nodule but...prosthesis." The events made patient "sad and disappointed" to have to undergo another surgery. Treatment with montelukast was given. The device remains implanted.